Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker was in backup vvi mode. Programming changes were made and device restoration was performed. The patient was stable and would continue to be monitored.